Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. The caller was assisted by customer technical support in resetting the pump, and after doing so, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.